Manufacturer narrative:
Additional information: event site postal code: (B)(6), event site telephone: (B)(6). A getinge field service engineer (fse) found there is no error of electrical test fails code # 53 appeared but during initial set up of machine on system trainer & balloon alarm of autofill failures occurred. Perform all functional tests and found all parameters within the limit. Rechecked the unit and observed the operation for 4 hours on system trainer and balloon found no any alarm/error appeared. Kept the machine under observation (on user provided balloon).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Corrected data: h6 (impact code).

Event description:
It was reported that during initial set up/ routine check up of the machine, the cs100 intra-aortic balloon pump (iabp) unit failed electrical test code # 53. There was no patient involved.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit failed electrical test code # 53. No one was harmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.